Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ('requirement for hysterectomy to entirely remove device associated with systemic symptoms') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: physician's comment: two devices were removed. Possible adverse effects are known to affect multiple organs at a later time, associated with the implantation of the essure device, leading to the need for a hysterectomy to entirely remove the devices. Essure batch number and essure sample were not available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ('requirement for hysterectomy to entirely remove device associated with systemic symptoms') in a 42-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: physician's comment: two devices were removed. Possible adverse effects are known to affect multiple organs at a later time, associated with the implantation of the essure device, leading to the need for a hysterectomy to entirely remove the devices. Essure batch number and essure sample were not available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist, and describes the occurrence of medical device removal ('requirement for hysterectomy, to entirely remove device associated with systemic symptoms'). In a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: antiphospholipid syndrome. Concurrent conditions included: obesity (bmi = 36.571). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced headache ("headache"), arthralgia ("joint pain") and alopecia ("hair loss"). The patient was treated with surgery (essure removal by hysterectomy). At the time of the report, the headache, arthralgia and alopecia outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered alopecia, arthralgia and headache to be related to essure. The reporter commented: physician's comment, two devices were removed. Possible adverse effects are known to affect multiple organs at a later time, associated with the implantation of the essure device. Leading to the need for a hysterectomy to entirely remove the devices. Essure batch number and essure sample were not available. The reporter reported, that the essure was removed at the patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36.6 kg/sqm. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, essure device removal questionnaire received. New informations added: patient´s height and weight, medical history, essure insertion and removal date. And new adverse events: (headache, joint pain and hair loss). The reporter causality has been reported. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.